Event description:
It was reported that the arctic sun device generated a quote for 2k hour service, and the device was alerting low flow alert. Patient had been on therapy with no issues. Then the nurse swapped out the pads already, but still got the low flow. Patient temperature was 33.5c, water temperature was 23.9c, target temperature was 33c and flow rate was 1.7l/m. Large size arctic gel pads underwent proper disconnect and reconnect making sure to hold tubing and nowhere near clips. All lines were straight with no bends or kinks. Fluid delivery line (fdl) was securely attached. Device kept priming and then stopped the therapy. Placed in manual control at 15c, patient temperature was 33.5c, outlet monitor temperature (t1) was 23.3c, the outlet control temperature (t2) was 23.3c, the inlet temperature (t3) was 27.3c, the water flow rate was (t4) 8.7c, water flow rate (wfr) was 0.7 l/m, inlet pressure -2.3psi, circulation pump command (cpc) was 100 percentage and mixing pump command (mpc) was 100 percentage, system hours 2645.3 and pump hours 2385. Then walked through taking out of manual control and flow rate was 1.3 l/m. Ms and s explained that device would likely continue to alert as it appeared that circulation pump was going out. So, nurse will send device to biomed for service and check for additional available devices. Will call back if additional assistance was needed (serial number (B)(6)). As per follow up 1 received via ibc on 30mar2021 - patient switched to second device. No issues currently observed.

Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be, "operator error". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore, bard was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device generated a quote for 2k hour service, and the device was alerting low flow alert. Patient had been on therapy with no issues. Then the nurse swapped out the pads already, but still got the low flow. Patient temperature was 33.5c, water temperature was 23.9c, target temperature was 33c and flow rate was 1.7l/m. Large size arctic gel pads underwent proper disconnect and reconnect making sure to hold tubing and nowhere near clips. All lines were straight with no bends or kinks. Fluid delivery line (fdl) was securely attached. Device kept priming and then stopped the therapy. Placed in manual control at 15c, patient temperature was 33.5c, outlet monitor temperature (t1) was 23.3c, the outlet control temperature (t2) was 23.3c, the inlet temperature (t3) was 27.3c, the water flow rate was (t4) 8.7c, water flow rate (wfr) was 0.7 l/m, inlet pressure -2.3psi, circulation pump command (cpc) was 100 percentage and mixing pump command (mpc) was 100 percentage, system hours 2645.3 and pump hours 2385. Then walked through taking out of manual control and flow rate was 1.3 l/m. Ms and s explained that device would likely continue to alert as it appeared that circulation pump was going out. So, nurse will send device to biomed for service and check for additional available devices. Will call back if additional assistance was needed (serial number (B)(4)). As per follow up 1 received via ibc on 30mar2021: patient switched to second device. No issues currently observed.